Event description:
It was reported that pump experienced malfunction with code 9 and fault ID 0x20f1, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.